Event description:
The malfunction of the defibrillator occurred on 3/25/96 during a code. It appeared the pt did receive a shock and the voltage was set at 200 joules. There was no response to this shock on the agonal rhythm. Although the housestaff and the physicians saw sparks, the body did not jump extensively as they were used to and therefore after two shocks with one machine they elected to go with a second machine from a different MFR. The code was not successful and the pt expired, but the death appears to be unrelated to the possible malfunction of the defibrillators. Both defibrillators were removed from the floor and the units were returned to the MFR.